Manufacturer narrative:
Block h6: imdrf device code a24 captures the reportable investigation results of sleeve detachment of device or device component. Block h11: the sensor wire was returned for analysis. The visual and microscopic analysis was performed, and it was observed that the sleeve was fully detached from the wire which was also kinked. The polytetrafluoroethylene (ptfe) was peeled in some sections. The device was inspected also under magnification, and it was seen that the wire was unraveled at the distal section. With all the available information, boston scientific concludes that the reported event of device damaged or defective was confirmed. Based on the analysis of returned device, it is possible to conclude that operational factors such as some manipulation during the procedure could have caused the sleeve to detach from the wire. Based on the information available and investigation results, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that the product was used in the normal process, but it was damaged and could not be used in the procedure. The procedure was completed with another of the same device and there were no known patient complications reported. Analysis of the returned guidewire identified the sleeve was detached from the guidewire and kinked.